Event description:
The device delaminated during a laproscopically assisted open hernia repair. The delaminated portion of the device was removed from the abdomon following following laproscopic fixation. The patient was returned to surgery two weeks post op for complete device removal in order to prevent possible adhesion formation.